Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high, recorded in the driver's data file. Visual inspection of external components found a crack on the edge of the fan cover. Visual inspection of internal components found no abnormalities. Freedom driver failed initial functional testing due to operator error. Driver passed all areas of functional testing when completed again by separate technician. An additional 48-hour observation run was performed and driver functioned without alarm and without any abnormalities. Secondary motor was also tested to verify functionality and passed all areas of functional testing without issue. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. Customer complaint could not be replicated; root cause of the immediate red alarm may have been due to unintended secondary motor engagement but could not be conclusively determined. Secondary motor engagement is an issue that is currently under investigation but is not a device malfunction. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage to the fan cover was cosmetic only. Freedom driver functioned as designed. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.